Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she had an infusion set that detached at clear tubing cap when she was getting ready for shower with blood glucose level going up to 300 mg/dl. The site location was at the stomach and the pump was on the same side. Reportedly, the infusions were stored in a room. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. In the investigation, it was found that the tubing was detached from the tubing connector. No further information available.